Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of error message displayed, inappropriate or unexpected reset, failure to interrogate, and communication or transmission problem was confirmed. The device was above elective replacement indicator (eri) upon receipt. Based on the information provided, it was determined that a reset occurred when the device was exiting shipped settings. The reset resulted from the egm recorder attempting to write to an invalid address. The root cause of the data being written to the invalid address was unable to be determined. Firmware investigation was performed by software engineering team and the error code noted in the field was due to a firmware reset during the implant transaction. The cause of the reset was unknown. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the implantable cardiac monitor (icm) could not be interrogated. The resulted in an inability to program the icm. It was noted that an error message populated stating the icm inappropriately reset. The icm was not used. There was no patient involvement.